Event description:
Report received from australia stated the device displayed error messages on the console. Device was used in surgery. It is unknown if pt or user injury was reported. It is also unk if delay or intervention occurred as well. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.